Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred prior to the time of the report, troubleshooting was unable to be performed. The customer changed supplies to resolve the alarm. Additionally, it was reported that the wake button stopped working and would only turn on when plugged into a power source. The customer's blood glucose was 326 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.